Manufacturer narrative:
Correction to the initial MDR: additional suspect device components involved in the event. Model #: sc-2316-70 serial #: (B)(4), description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of these complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure where one lead and one splitter was replaced due to high impedances. It is unknown which specific lead and splitter was replaced. The patient is doing fine post operatively.

Manufacturer narrative:
Correction to the fu 1 MDR in : should have been: UDI= (B)(4), additional suspect device components involved in the event. Model #: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of these complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure where one lead and one splitter was replaced due to high impedances. It is unknown which specific lead and splitter was replaced. The patient is doing fine post operatively.

Manufacturer narrative:
(B)(4). Additional suspect device components involved in the event. Model #: sc-2316-70 serial #: (B)(4). Description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4) and (B)(4). Description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of these complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure where one lead and one splitter was replaced due to high impedances. It is unknown which specific lead and splitter was replaced. The patient is doing fine post operatively.